Event description:
A peripheral IV catheter was placed on patient, insertion went smooth with no difficulties. There was no sliding of the catheter off the needle before insertion. A health care provider went to flush IV and blood squirted out, double checked connections and insertion site and found the catheter to have a hole in it near the hub of the IV. Ultimately, clinical staff had to remove the IV catheter because they were unable to control bleeding from the site due to the hole in catheter. After removal, clinical staff investigated the catheter further and was able to confirm there was a hole in IV catheter. This resulted in having to poke the child again, which is a painful procedure.